Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation/detachment occurred. It was initially reported by the caller that after the transseptal puncture was done by the heartspan needle 98 cm, there was a suspected occlusion in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller stated that the physician tried to advance the wire and it would not advance and the wire was kinked when removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician also tried to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and was not successful. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then replaced with a second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Based on the information available, the customer¿s reported issues with the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the occlusion and irrigation issues have been assessed as not MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the issue of hemostatic valve separation has been assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected and hemostatic valve was missing, a second closer inspection was performed, and it was found hemostatic valve missing from hub. Friction ring and brim cap remain intact. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub and clear tube could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation/detachment occurred. It was initially reported by the caller that after the transseptal puncture was done by the heartspan needle 98 cm, there was a suspected occlusion in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller stated that the physician tried to advance the wire and it would not advance and the wire was kinked when removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician also tried to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and was not successful. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then replaced with a second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when trying to advance it, the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium "collapsed on itself; kind of wrinkled back on its own". The caller stated that the dilator was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and was not affected. The second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed and another non-bwi sheath was used for the procedure. There were no patient consequences. Additional information was later received indicating that there was no visible damage on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The 2nd carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had the distal tip before the electrodes crunched back on itself after trying to advance it into the body. This damage was caused by the insertion into the body. The access site was pre-dilated with a short sheath before using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller thinks that the hemostatic valve on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium got pushed into the sheath midway because neither the dilator or wire would pass back through the sheath to be removed. Once removed from body they were unable to flush saline through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it all came back out the proximal end. No air was introduced into the patient. The delivery sheath of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium passed through the vessel properly but the second one did not. Based on the information available, the customer¿s reported issues with the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the occlusion and irrigation issues have been assessed as not MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the issue of hemostatic valve separation has been assessed as an MDR reportable malfunction. Based on the information available, the customer¿s reported issues with the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the soft tip that collapsed on itself, is considered to be not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. Additionally, on 3/26/2020, the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found that the hemostatic valve is missing. This finding was reviewed and assessed as MDR reportable for the hemostatic valve detachment since it was missing.